Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the mental area and inferior bilateral chin with 2cc of juvéderm® volux¿. Patient developed tenderness, swelling and pain to area and was seen in the ER. Area was drained and treated with antibiotics. Patient returned to hcp and juvéderm® volux¿ was dissolved with approximately 2000 units of hyaluronidase and was started on antibiotics. Patients right side of chin began to swell with associated tenderness. Symptoms are ongoing.